Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the final investigation. Despite good faith attempts the user culture results and cleaning disinfection and sterilization (cds) processes] were not shared. The reported event was not confirmed as the scope was not microbiologically tested by olympus. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." (Only with user error evidence documented). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope failed culture test twice. Type of contamination was not specified. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.